Event description:
It was reported that white particulates were noticed in the fluid path during use. No patient complications were reported.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. The lot number was not provided; therefore, a review of the manufacturing records could not be completed.

Manufacturer narrative:
We received one vamp jr. System. Dry blood was visible throughout the fluid path of the system . The reported event of "white particulates were noticed inside fluid path" was not confirmed. Both ends of the vamp jr. System were occluded during decontamination process. Dry blood was visible throughout the fluid path. Microscopic examination of the vamp system did not detect any presence of white particulates. The system was also flushed with ro water through black filter paper for further examination. There were no visible white particulates observed from the black filter paper. Visual examination was performed under microscope at 10x magnification. The system was also flushed with ro water through black filter paper at pressure 345mmhg for 5 minutes.